Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 type of investigation component code and h11. Updated fields are b4, g3, h6. (B)(6) utilized the help screen and pressed the iab fill key which resolved the alarm and resumed therapy. He verified there was no blood in the helium tubing and that all lines and connections were free from kinking, secure, and appropriate. Andrew also informed that the patient was ventilated with a peep of 8. The esp personnel explained the nature of the alarm and that it was likely triggered by a rise in intrathoracic pressure and gave andrew her direct contact number should the alarm sound again for further troubleshooting.

Event description:
N/a

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.